Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced severe hyperglycemia after being disconnected from the ilet for several hours for testing, then reconnecting and meal-announcing sushi; the dexcom g7 displayed ¿hi¿ and cgm indicated values over 400 mg/dl. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included agent-led troubleshooting and education regarding insulin interruption and post-reconnection glycemic management, as well as assessment for infusion set or cartridge leakage, which the patient denied. Investigation of this case revealed that insulin delivery interruption due to disconnection likely led to high glucose, with no evidence of infusion set or cartridge leakage or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin therapy with subsequent postprandial hyperglycemia.